Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-13304 and 2134265-2018-00110. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that motordrive unit does not pullback. No patient complications were reported.